Event description:
Vascular intervention case to treat a calcified lesion in the iliac artery. The quick cross catheter was being used in the patient in the common iliac. A portion of the tip of the qc came detached in a highly calcified area. They were able to snare and successfully retrieved the small piece that broke off. Patient discharged per operative plan.